Event description:
On 06/12/1998, the account reported a false negative axsym bhcg result of 0.19 miu/ml. This sample was drawn in a tube containing lithium heparin. A second sample was drawn from the pt on 06/17/1998 and a result of 29,000 miu/ml was obtained. The first sample was then retested and a result of 6,000 miu/ml was obtained. No treatment was given based upon the initial false negative result.